Event description:
Complainant alleged that while attempting to defibrillator a 68 y/o male pt, the device failed to discharge at 200 joules via paddles. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.